Event description:
During the pulse field ablation procedure to treat paroxysmal atrial fibrillation (pa fib), a faradrive steerable sheath was selected for use. It was reported that air was drawn into the flushing port after the farawave catheter was inserted into the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
During the pulse field ablation procedure to treat paroxysmal atrial fibrillation (pa fib), a faradrive steerable sheath was selected for use. It was reported that air was drawn into the flushing port after the farawave catheter was inserted into the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.